Event description:
Surgeon was percutaneously tapping s1 pedicle on right side. As the surgeon made last turn of the tap broke off inside the bone. Case was a l5-s1a/p fusion. The other three pedicles had been tapped w/o incident. Surgeon left the broken portion in the pedicle as he determined that it would have done more damage to remove it. He re-tapped right s1 pedicle in different trajectory and patient received screws at l5-s1 bilaterally. As an unintended portion of the device was left in the bone on MDR was filed to document this event.

Manufacturer narrative:
A review of records found no other complaints have been reported to date for this product. Rockwell hardness test found the product met specification. Condition of the tip prior to breaking cannot be determined at this time. No definitive conclusion can be made at this time. No defect was found with the returned portion of the tap.